Event description:
It was reported that the atrial lead had dislodged during a post implant check. No patient symptoms were reported and the physician opted not to intervene.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).